Event description:
It was reported that the tip of the t20 shaft broke during the final tightening of the set screw. The surgeon retrieved and removed the broken tip. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer where evaluation confirmed approximately 2.16mm of the instrument tip was broken off. The tip was not available for evaluation. The edges of the torx features were twisted and damaged. It was suspected that excessive torque had been applied to the driver. No evidence was noted of a manufacturing non-conformance or design related issues during product analysis. The device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.